Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, 1st inratio: 5.1, 2nd inratio: 1.8, 3rd inratio: 2.9.

Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2010, 1st inr = 5.1, 2nd inr = 1.8, 3rd inr = 2.9, mean = 3.27, sd = 1.68, %cv = 51.44. All tests are performed within 3 minutes of each other. Since 51.44% cv is more than 20%, the test failed the criteria for precision. Since no strip lot info is provided and product is not expected to return, unable to perform in-house testing. No further investigation will be pursued. Conclusion: data analysis revealed inrs from repeated tests reported by end user didn't meet precision criteria. No product info was available. There is insufficient info to determine the cause of customer's test result discrepancy. Issue will be subject to tracking and trending. Corrective action not required at this time.